Event description:
Event description cpi received information that interrogation of this implantable cardioverter defibrillator (ICD) showed that the device had exceeded charge time during the last automatic capacitor reformation.